Event description:
Baxter received one ce intermate for evaluation. During service testing, the blue coil cap was found separated from the sv cover. This complaint will address the condition found during service of the separated coil cap. This file will address 2 of 2 for the facility, as the facility reported 2 devices. No report of patient involvement, no additional information.

Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the separated condition. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.